Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away after experiencing a heart attack and blood glucose levels over 500 mg/dl. The customer was wearing the insulin pump at the time of death. The caller agreed to return the insulin pump for analysis. Nothing further was reported.